Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer was going to receive emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of the incident. The customer was getting no delivery alarms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.